Event description:
Hot pack was placed on a baby's left foot in preparation for a heel stick for lab studies. The baby sustained a burn ( 2 1/2 cm x 1 1/2 cm) to her left calf area. The burn is being treated by silvadene cream.